Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the customer in resetting the pump, which resolved the malfunction, and the customer was advised to continue using the pump and to reach out if the issue recurred.